Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) level of 51 mg/dl. Reportedly, the customer miscalculated the amount of carbohydrates consumed and delivered larger boluses than needed. Customer consumed carbohydrates and juice to address bg level. Additionally, it was reported that multiple occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed.